Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event date. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? Was the cut treated by first aid application of a bandage or simple cleaning of the site? Was any diagnostic tests performed for blood borne diseases? Did theemployee doctor receive a tetanus shot or a gamma globulin shot or stitches? What is the status of the employee injury today? Lot number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The customer reported an employee incident involving a blood borne pathogen from the topical skin adhesive vial. When the team member squeezed to break the inside of the topical skin adhesive, there was a piece of the material , glass or plastic that came through the actual tube that the topical skin adhesive was housed in. The team member had blood on their gloves, which was an exposure. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: the actual sample was retuned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample does not reveal damage in the butyrate tube. A red spot foreign matter was observed in the tip of the device. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. All ethicon product is 100% inspected prior to release. Additional information was requested and the following was obtained: did the employee receive a tetanus shot or a gamma globulin shot? No, tetanus was up to date and globulin was not ordered update to employee current condition - employee is doing fine at this time, no complaints. The procedure that was being performed was a c-section.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: confirm the product code is dnx12? Yes. Do you have a lot number? Mdj749. What consequences happened to the employee? The employee went through blood testing per protocol. Did the employee require stitches or treatment? Did not require any sutures. It was a stick. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the employee receive a tetanus shot or a gamma globulin shot? Results of any blood testing? Update to employee current condition.